Manufacturer narrative:
Follow up#2: the retain test strips performance testing with blood, were found to be biased low at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 3 this supplemental is being sent in part to correct information previously omitted from follow-up #1. The test strip pa results were not included. The MFR narrative should have included the text; the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. Appropriate evaluation codes were also omitted and are included here. The device returned to mfg date should have read (B)(6)2015.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 17, 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultra2 meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the issue with the meter started on (B)(6) 2015, at 4:00pm, when she obtained alleged inaccurately high blood glucose results with the subject meter; however no results were provided for this time. It is not clear what the patient was comparing the results on the subject meter against. The patient manages her diabetes with a combination of insulin and oral medication. She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate results. She was unable or unwilling to say what symptoms, if any, she developed as a result of the alleged issue. However, the patient claimed that she was taken to the emergency room (ER), where she received unknown treatment from a healthcare professional (hcp) on (B)(6) 2015 at 1:00am. She also claimed that on (B)(6) 2015 at an unknown time, she obtained a blood glucose result of "30 mg/dl" on the ER/hospital meter. She reported that on (B)(6) 2015 at an unknown time, she obtained a result of "297 mg/dl" on the subject meter. At the time of troubleshooting, the cca noted that the patient's test strips were within date and had been stored correctly. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately high blood glucose readings on the subject meter and reportedly developed severe hypoglycemia which required hcp intervention after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 4 the retain test strips have been further evaluated by lifescan product analysis with the following findings: performance testing with blood did not confirm the reported issue; however, as previously stipulated, the retain test strips were found be biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #1: the retain test strips failed the performance testing with blood/control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.